Event description:
The cleaning brush in the product IFU to clean this instrument is not sufficient for removing the broken guide wires in cannula making it impossible for us to clean it properly for next pt use.